Manufacturer narrative:
Manufacturing review: the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues, therefore a device history record and a manufacturing review are not required. Investigation summary: the device was received for evaluation. The enspire was visually examined upon receipt and was found to be free of physical damage. The device was tested and investigation has been determined to be unconfirmed for the reported equipment needle spontaneously activates as the enspire didn¿t present problems. The root cause cannot be determined as the problem could not be reproduced. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2045), (method, result, conclusion). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the equipment needle spontaneously activates.

Manufacturer narrative:
H10: manufacturing review: as the device was not returned, and no manufacturing related issue was identified, a device history record review and a manufacturing reviews are not required. Investigation summary: the device was not returned for evaluation. As the evaluation could not be performed, the investigation is inconclusive for the reported event. The definitive root cause could not be determined based on the available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2045). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the equipment needle spontaneously activates.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2045).

Event description:
It was reported that the equipment needle spontaneously activates.